Event description:
It was reported that the lead was explanted and replaced due to high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . Analysis was normal. No anomalies were found.